Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was started with tandem technical support (tts), however, customer declined to complete the check. There was no reported adverse impact. No additional information was provided.